Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that within the last week patient noticed therapy was off. Patient confirmed that he had not turned therapy off. Patient stated that it has never happened before until his wife received a new pump device from the same manufacturer. Patient reported it happened 2 times, where stimulation shut off. Patient instructed to let rep know if it keeps happening. No further complications were reported/anticipated.